Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was 6.9 mmol/l at the time of incident. Troubleshooting was not performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.